Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was using the monopolar curved scissors (mcs) instrument to sweep the bowel. During this process, the instrument nicked the mesenteric artery. A secondary surgeon was called in. The secondary surgeon sealed the wound via open surgery. The secondary surgeon sutured and re-constructed the wound. The patient was then taken to the ICU due to the injury. During the event, it was noted that the surgeon had declined to use a grasper instrument instead of the mcs instrument for an unknown reason. Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa confirmed the event information provided with the site¿s robotics coordinator. However, the robotics coordinator, added that after the vessel injury occurred, the mesenteric artery started to bleed. Isi has made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. System log review was conducted by an isi advanced failure analysis engineer. All of the errors in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)). None of these would cause non-intuitive motion or any other sort of instrument movement issues. Additionally, an instrument log review reveals that the mcs instrument has been used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the surgeon was using the mcs instrument to sweep the bowel. During this process, the instrument nicked the mesenteric artery and the vessel started to bleed. A second surgeon was called in to repair the injury via open surgery. The patient was in ICU due to the injury and is reported to be recovering well. Although there is no allegation of a malfunction of an isi device or system, the cause of the vessel injury is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.